Event description:
Independent repair center customer alleged low o2/yellow light, and the key failure is the valve is sticking. Associated malfunction for this device: inlet filter dirty, pe valve leaking, power switch short circuited.